Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the piic "hung up". The device was in use monitoring a patient. There was no report of any adverse event.